Event description:
It was reported that a patient presented with dislodgement of the right ventricular lead, which resulted in far p over-sensing and inappropriate shock. The dislodgement was confirmed with x-ray imaging. The lead was explanted on (B)(6) 2024. The patient was stable throughout.